Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was crack on the blue mainbody of a minicap transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification. A cracked light blue main-body and broken occluder feet were noted. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. During functional testing a leak through the set with clamp in closed position was noted. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.